Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. Tested with a test p-cap and the test p-cap locked in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.